Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 404 mg/dl. Another blood glucose value was 149 mg/dl. Customer stated that the insulin pump had no delivery alarm during basal. Customer stated that insulin exited the tubing. The auto mode feature was active at the time of high blood glucose event. The troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin pump. Advised customer that the occlusion was in the reservoir. Troubleshooting was performed successfully however, the customer will discontinue the use of device. Frn-mmt-322a-rsvr. Mmt-934t-unomed set,mmt-7020la-snsr.